Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing intermittent stimulation. The device had been implanted for a while and may have been nearing end of life (eol). Additional information was requested.